Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on due to high blood glucose. The customer's blood glucose was 38 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump was received with minor scratched lcd window, cracked case, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken battery tube threads, stained end cap sticker, stained address/serial number label, cracked reservoir tube lip, cracked case at the reservoir tube window corners and cracked reservoir tube window.